Event description:
On (B)(6)/2009, patient reported he received e7 (electronic error) approximately 1 month ago. He stated this occurred for several days and he eventually switched to his backup infusion device. Patient reported e7 (electronic error) only appeared during insulin cartridge change. He stated he inserted several new batteries and same error appeared. Patient reported the piston rod is color of rust but he can see the grooves and the top part of the piston rod looks normal. Patient stated, he takes his infusion device in the shower but keeps it on a shelf. He stated it has never gotten wet. Patient reported his environment is high-salt and tropical and all metal pieces in his home rust. Patient reported he has noticed condensation in the cartridge chamber and believes it is due to temperature change and humidity. Advised against showering with infusion device due to risk of it getting wet. Discussed proper procedure when flying or when getting medical imaging. Had patient insert a new aa alkaline battery and attempt to rewind piston rod. He stated the infusion device displayed e7 (electronic error). No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of suspect product for evaluation.